Manufacturer narrative:
No devices or photographs were received; therefore, the condition of the components is unknown. The device history records were reviewed and no deviations or anomalies were identified. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the x-rays appears as though all the subcomponents are properly assembled. Per the package insert, loosening, pain, swelling and fracture/damage of the prosthetic knee components are known adverse effects associated with this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00111214001, palacos r bone cement, lot #65864135, qty 2 - this bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.